Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified air in line alarms. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump had "fault air sensor" which was clarified as the device. Alarmed air in line. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.